Event description:
Customer reported that, a pt presented with pain approx two weeks following hemilaminectomy. The surgeon took the pt back to surgery and an abscess was found. Incision and drainage was performed. The pt was prescribed antibiotics and is doing fine.

Manufacturer narrative:
The actual device associated with this event is not known. The customer reports the following possible products: coated vicryl (polyglactin 910) suture, monocryl (polyglecaprone 25) suture. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submiited accordingly.